Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by reviewing the customer's data. The fse was not able to reproduce the complaint. The issue was resolved by replacing the diluent pump lp140. The instrument was validated by running quality controls (qc ). The qc results passed and were within published ranges. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 07september2018 through aware date 07october2019. There were two other similar complaints identified during the review period. The aia-900 operator's manual under section 10 other functions states the following: high value: the concentration is higher than the value of ref.h (the upper limit concentration of the reference range) of the analyte concerned (including the >h or the do flag in the case of the sandwich assays). Low value: the concentration is lower than the value of ref.l (the lower limit concentration of the reference range) of the analyte concerned (including the <l or the do flag in the case of the competitive assays). Note that the flag cv assumes that the assay result has been obtained. The st aia-pack beta human chorionic gonadotropin, st aia-pack bhcg 3rd-gen analyte application manuals states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for total beta hcg. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient the probable cause of the reported event was due to weak flow to diluent pump. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported that they have seen a couple of samples with strange results since calibrating a new lot of beta human chorionic gonadotropin (bhcg) on the aia-900 instrument. Customer was running bhcg lot j317113 and confirmed all controls were in range. A technical support specialist (tss) had the customer run a precision on level 2. The customer stated that a sample for a bhcg patient that they knew was pregnant, the sample was diluted 1:100 and the result was still greater than 400. The customer then did a 1:150 and the result came off as 2000. Tss asked how old the diluting solution was, the customer stated that they go through diluting solution fast but the one they were using does not expire until the end of the month. Tss asked the customer to redo the dilution with the newer specimen diluting solution that expires next year. The customer repeated the sample and the result was 33,000, which was much more in line with what the dilution should be. The customer also had a sample that was showing negative on the instrument but when they did a rapid test it was positive. The tss asked the customer to dilute this sample 1:200, then they received a result of 839. The tss explained to the customer that this could be hook effect, in other words the sample is so high that the analyzer is not able to quantify the result. There could also be an interfering drug the patient is taking or the hama. The tss sent the customer the bhcg test file for reference to interfering substances. The customer called back and reported that they are still seeing problems with bhcg. The customer is requesting service to evaluate the instrument. The tss will send a new lot of bhcg and a calibrator. There was no indication of patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
The diluent pump (part # 023034) was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported issue was due to failure of the diluent pump as the error could not be duplicated. The probable cause of the reported event could not be confirmed as the diluent pump part evaluation passed functional testing.